Event description:
It was reported that the video processor had no output (the serial digital interface signal has no image). The issues were found during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the source evaluation summary confirmed a printed circuit board failure that is thought to have contributed to the occurrence of the no image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.